Manufacturer narrative:
(B)(4). The insulin pump p-cap / reservoir locks properly into place. Unit power up properly after battery installation. Insulin pump passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and long trace displays low battery alert less than 1 week, problem isolated to electronic assemblies. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Unit received with pillowing keypad overlay and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm, blank display and frozen display. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with a low battery warning. The new battery resolved the issue. The device will be returned for analysis.